Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements of the system were not possible. Analysis of the log file confirmed that the geo pc failed to start. During troubleshooting, the fse identified an issue with the geo ipc. The fse replaced the geo ipc. After replacement of the geo ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system's geometry movements were not possible. No harm was reported to philips. Philips has started an investigation of the complaint.